Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had not been able to get the implanted device to work since january 2024. Additional information was received from the patient on 2025-jan-03. When asked to clarify what was meant by "not being able to get the implanted device to work since january 2024," the patient stated that the stimulator was felt in their lower extremities - i.e. Sensations on both their feet. The patient stated the cause of the device not working was due to accidental falls. To resolve the issue, the patient stated they would have it replaced. However, due to other ailments and hospitalizations/surgeries in (B)(6) 2024, they were unable to resolve this issue. The patient stated they were still recovering and planned to have it addressed in 2025. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.